Event description:
It was reported the catheter was blocked and confirmed by a healthcare professional (hcp) 2-3 weeks ago. The explant of the pump has not been scheduled at the time of report. The pump was used to infuse prialt. It was further reported the patient had a decline of "analgesia". The catheter had an intraspinal block. When asked if there was a revision/replacement; they answered "yes, intraspinal pain". Troubleshooting was performed on (B)(6) 2014 and determined the problem was "intraspinal neurofibromatosis". The patients therapy was reported as poor before and during treatment. It was noted the patient had "external fibromatosis of body, leg and spine", and had no cerebrospinal fluid (csf) space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).